Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-jun-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 23-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt had called about not getting pain relief from implant and I emailed hcp listings for pt to follow up with (see pe (B)(4) ). When asked if pt has ever had an xray, they said that they did have an xray sometime in 2020, and that her rep saw on this xray "that one of the leads look like they are knotted up but are so close to the spine" and says that her hcp doesn't want to do surgery to fix it. Pt says rep knew about this right after the x-ray and confirmed this was in 2020. The patient was redirected to their healthcare provider to further address the issue.